Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The submitted log file contained data spanning approximately 2 days (B)(6) 2020 per the timestamp). On (B)(6) 2020 between 17:33 and 17:54, multiple atypical low power hazard alarms activated while connected to the mpu. The alarms activated due to the rsoc value on both power cables dropping to 0v while the bus voltages for the cables remained at the expected value of approximately 14v. The alarms cleared shortly after activating each time and did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file related to the mpu. The heartmate mobile power unit was not returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having a loud red alarm while on mobile power unit (mpu). Technical services (ts) reviewed the log file and found that it contained loss of external power events while connected to the mpu. Ts stated that the events appeared to resolve once ac power was completely restored to the mpu. These types events can be caused by ac power outages, faulty home power outlet, or by poor mpu ac connection, and in some cases patient error. It was additionally reported by the vad coordinator, after speaking with the patient in clinic, that the power cord did not come loose from the wall/outlet or the back of the unit. Additionally, there was no reported loss of power to the home; however, no issues related to the outlets were ever investigated. The mpu is reportedly operational and is fitted with a v-lock connector and ac power cord.